Event description:
It was reported that the customer had a reservoir that would not prime. Customer took the reservoir and set apart. Customer reconnected and it still would not prime manually. Customer could not push the plunger up and the insulin did not exit. Customer was advised to return for analysis and replacing. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.